Manufacturer narrative:
(B)(4). Jaws, advancer. Additional information was requested and the following was obtained: which firing of the device did this event occur on? After several firings. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No information. Were any unexpected noises heard? No information. Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? No information. What was found? Does the patient have any relevant history of surgical treatments? No information. Was there a recent conversion to ees devices in this account or with this surgeon? No information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. In addition the device locked out as intended but the orange indicator was under traveled. The orange visual indicator is a mechanism in the handle of the device that shows "orange" when the device has exhausted its clips. Potential causes of an under traveled orange visual indicator may be: the indicator wheel in the handle of the device may become temporarily disengaged due to a dimensional shift of multiple components involved allowing two components to slip past one another; higher than normal friction of the mechanism may cause one or more parts to temporarily stick. Please note the under-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopy-assisted distal gastrectomy, the trigger could not be grasped and the clip could not be fed into the jaws. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, the indicator showed that 2 clips were remaining.